Event description:
It was reported that the patient had not felt stimulation from their implantable neurostimulator (ins), for the past ''couple years.'' Initially telemetry could not be established between the physician programmer and the patient's ins. Eventually telemetry was established and the device was interrogated. Impedances were found to be greater than 2000 ohms on all unipolar and bipolar pairs. The battery status was ''ok'' with a reading of 3.55. The patient was working with their physician to determine the next step. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient had not had replacement surgery, but was working with her physician to consider it as a possibility. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 7495-25, serial # (B)(4), implanted: (B)(6) 1994, explanted: na. Lead model 3888-28, lot # l32926, implanted: (B)(6) 1994, explanted: na.